Event description:
The device read 780mg/dl. No action was taken based on the result, no adverse event reported, and no treatment received. Device numeric reading range is 10mg/dl to 600mg/dl. Result was not verified in the memory during troubleshooting. Requested return of suspect device and replacement was sent.